Manufacturer narrative:
Event conclusion lead analysis found insulation abrasions through to the conductor. The morphology of the insulation breeches are indicative of lead-on-lead contact. It is possible that the insulation abrasions were responsible for the noise noted in the electrograms.

Event description:
Event description cpi received information that a bipolar endocardial tined lead (sensing lead) implanted with an implantable cardioverter defibrillator (ICD) exhibited noise and possible artifact on the electrograms, and the ICD had recorded numerous non-sustained arrhythmic events, indicating the ICD was oversensing. It was suspected that the lead was causing the oversensing, and the lead was replaced.